Manufacturer narrative:
Concomitant products: 4269 lead, implanted (B)(6) 1995.

Event description:
It was reported that the right ventricular (rv) lead had slowly increased impedance to high values. The lead was capped and replaced. No patient complications have been reported as a result of this event.